Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using a lopro s3 gs titanium su, the monitor would flicker and have dimness issues. Unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.